Event description:
It was reported that, this right ventricular (rv) lead was found to be dislodged by x ray. At this time, there is no noise on the rv rate electrogram, and the rv lead pacing performance is good. The doctor is uncertain to have a new intervention. The technical services (ts) recommended to minimize the risk of oversensing, switch to bi-v trigger on. The physician will be analyzing furthered next steps. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was found to be dislodged by x ray. At this time, there is no noise on the rv rate electrogram, and the rv lead pacing performance is good. The doctor is uncertain to have a new intervention. The technical services (ts) recommended to minimize the risk of oversensing, switch to bi-v trigger on. The physician will be analyzing furthered next steps. This rv lead remains in service. No adverse patient effects were reported. Further investigation concluded that the right ventricular (rv) lead is not a boston scientific product. Boston scientific does not have report responsibility for this product.

Event description:
It was reported that, this right ventricular (rv) lead was found to be dislodged by x ray. At this time, there is no noise on the rv rate electrogram, and the rv lead pacing performance is good. The doctor is uncertain to have a new intervention. The technical services (ts) recommended to minimize the risk of oversensing, switch to bi-v trigger on. The physician will be analyzing furthered next steps. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 and h1 nonreportable. This device remains in service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. The product family in this complaint is unknown, therefore labeling review was not possible. The product family in this complaint is unknown, therefore risk review was not possible.